Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for eleven patients. The patient samples were retested and the results were within risk stratification range and are not in agreement with the patient's clinical presentation. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of any adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
An application specialist was sent to the site to ensure that instrument is performing according to specifications. The application specialist ran a high sensitivity (hs) system check and carry over test, and both passed. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.